Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mpx5300-c, lot numbers #24059145, 24119208 and 24069325 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site was leaking. The following information was received by the initial reporter with the following our current extension sets have the same reference number: mpx5300-c, however the lot numbers are different, and the connection ports are different, leaking has been reported from multiple sources (radiology, ed, inpatient units, cair lab, pacu).